Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 40 units and remained static. Reportedly, the cartridge was filled with 120 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.